Event description:
The customer reported the deice won't power on with battery. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis info: one power pca was returned for failure analysis. The reported problem was confirmed. The f5 fuse was open. The f5 fuse was replaced and the pca powered up and passed the operational check. The available information is consistent with a malfunction of the power pca. The cause was the f5 fuse was open. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.